Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an issue where it was under-delivering. Blood glucose value was 573 mg/dl at the time of the incident. The customer was not hospitalized and the customer stated they believed the high blood glucose was due to a bent needle. Troubleshooting was performed and there were no air bubbles but there was a bent needle. The customer declined troubleshoot for high blood glucose due to a correction bolus. The device will be replaced and returned.